Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2017 was 25 mmol/l with confusion and extreme drowsiness. It was reported the patient was hospitalized and treated with intravenous fluids; the patient remained on pump therapy, and the pump's delivery settings were not recently changed by a healthcare provider. It was reported the pump alarmed for a loss-of-prime issue which was determined to have appropriately occurred following the proper activation of the auto-off feature. No device issue was indicated. This complaint is being reported because the reported health event was attributed to a device use-error.